Event description:
Pt had cook triple lumen catheter in place in subclavian vein. Had been in for 2-4 days. Found one external lumen in bed next to pt. Pt suffered no adverse outcome. Catheter appeared to have come unseated from port. There was no shearing and it didn't appear to have any residual catheter in the port.